Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that the reload jaws were open. Staple pushers were up distally. A piece of tissue was noted in the jaws. In the returned video, a monitor displaying tissue was noted. Two instruments were noted inside of a tissue cavity. A bloody staple line could be seen. A loose fully formed staple could be seen in the cavity. Tissue was moved with grasping instruments. The staple line was examined and the staples appeared properly formed. It was reported that there was a staple formation and the staple line did not hold. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted in the returned images, the reload jaws were open. Staple pushers were up distally. A piece of tissue was noted in the jaws. In the returned video, a monitor displaying tissue was noted. Two instruments were noted inside of a tissue cavity. A bloody staple line could be seen. A loose fully formed staple could be seen in the cavity. Tissue was moved with grasping instruments. The staple line was examined and the staples appeared properly formed. Evaluation of the returned product, the reload was loaded into a representative instrument. The interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. The test media was transected. The reload interlock was tested and found to function properly. It was reported that there was an issue with staple formation and the staple line did not hold. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the knife was damage and there was obstruction. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on a laparoscopic gastric sleeve, at the third firing during stomach transection, there was poor staple f ormation. There was bleeding and invagination of the stapling area, losing its aspect ratio compared to the second and fourth shots. Laparoscopic suture reinforcement was done on the segment of the stomach to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.